Manufacturer narrative:
The removed portion of the fixation pin was discarded by the customer and is not available for evaluation. The age and condition of the fixation pin prior to breakage are unknown. Review of the device history record could not be performed as the lot code is unknown. The cause of fixation pin breakage cannot be determined at this time. The pin is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. The material is resistant to corrosion in a variety of environments, including blood. The processing of the instrument includes a passivation process which further increases the material's resistance to corrosion. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that when removing the temporary fixation pin from the aegis plate, the pin snapped off at the tip of its threaded shaft. An unsuccessful attempt was made with pliers to remove the broken threaded shaft. The broken portion was then left in situ after a punch was used to embed it flush with the plate. The pin breakage resulted in a five minute delay to the surgical procedure. As an unintended portion of the fixation pin remains in the patient, a medwatch report is being filed to document this event.